Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.

Event description:
It was reported that approx 1 year post placement of a 10x16 veritas patch for reconstruction of an abdominal wall defect, following a tram procedure, the pt suffered a bulge and was taken back to the operating room for repair of a herniation at the site of the defect. Upon opening the abdomen, the physician noted that the site of the veritas implant looked like scar tissue. An alternative surgical mesh was used to repair the hernia. The pt is reported to be doing "fine."